Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for evaluation. Visual inspection revealed that the battery cap threads are stripped; the cap was unable to maintain electrical connection, resulting in power loss and rebooting. A test battery cap was used to complete investigation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The pump was exercised for 24 hours with no evidence of overheating. The complaint regarding overheating could not be confirmed or duplicated during testing.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her grandson (the patient) alleging that the pump felt warm to touch. There was no allegation that the patient was harmed or received treatment because of the alleged issue. This complaint is being reported due to the following conclusion: the reporter claimed that the pump overheated. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).